Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had water inside the display screen and battery compartment. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.